Event description:
It was reported that high thresholds and low sensing were observed. The lead was explanted after unsuccessful repositioning attempt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis revealed that the inner coil was overtorqued due to explant procedure. Analysis found the lead to exhibit normal characteristics.

Manufacturer narrative:
Please retract this MDR as the event was already reported under MDR 2017865-2012-04686